Event description:
End user was allegedly struck by a motor vehicle while operating the motorized wheelchair on a roadway. As a result of the incident, the end user allegedly fractured her right ankle which subsequently resulted in a blow the knee amputation.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reports while operating the motorized wheelchair in the roadway, she was struck by a motor vehicle. The owners manual warns , "do not drive your mpv4 on the roadway or public streets."